Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the right lower limb artery. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, under angiography, it was noted that there was no marker on the catheter and the procedure could not be completed. The patient condition following procedure was stable.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the right lower limb artery. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, under angiography, it was noted that there was no marker on the catheter and the procedure could not be completed. The patient condition following procedure was stable. It was further reported that the patient was sedated with local anesthesia.

Manufacturer narrative:
B5 - describe event or problem: updated with the received additional information.

Manufacturer narrative:
B5 - describe event or problem: updated with the received additional information device evaluated by MFR: the angiojet zelante was returned for analysis. A visual examination identified that there was no damage to the device. The catheter was successfully functionally tested with no leaks or alarms present. There was no damage to the device and the marker bands are intact. Media was returned in the form of a video. The video was reviewed which showed a device under fluoroscopy; however, the orientation and quality of the angiography makes it difficult to verify the device and lab analysis was unable to confirm the alleged complaint. There was no damage to the device and the tip/marker bands are clearly visible.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the right lower limb artery. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, under angiography, it was noted that there was no marker on the catheter and the procedure could not be completed. The patient condition following procedure was stable. It was further reported that the patient was sedated with local anesthesia.